Manufacturer narrative:
(B)(4). This complaint is for a report of a leak from disposable set. Complaint is not confirmed and assignable cause is undetermined because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the leak.

Event description:
The customer contacted baxter's service center regarding assistance ending therapy on the homechoice (hc) during dwell 1 of 5 as the home patient (hp) stated the supply bag was leaking at the connection to the supply line. The hp was requesting end therapy assistance. The technical service representative (tsr) advised the hp to start over with new supplies. Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding the reported issues. The hp stated that they stacked two bags on the heater and the bag that was stacked on top of the heater bag was the bag that was leaking. The hp stated that it was the green 6 liter supply bag and they realized that it was leaking because the area around the hc was wet. The lot number for the supplies were not available, the cassette and bag have been discarded. The hp stated that they reset with new supplies and they did not have any further issues. The hp stated that they did not receive an alarm, they did not notice anything visibly wrong with the supplies that would have caused the bag to leak, and that they did not have any issues connecting the bags. Per the hp, there were no loose connections but stated they were unsure the exact location of the leak. Therapy has been going well since incident. There was patient involvement. There was no patient injury or medical intervention reported.